Event description:
It was reported that during the procedure the right ventricular (rv) lead was not sutured when implanted and had dislodged. The rv lead was revised, sutured down and remained in use. The next day the patient was dizzy and it was noted that the rv lead had unstable thresholds, was very shallow in the right ventricle and had moved from apical position. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.